Event description:
Customer reported that he received a couple of no delivery alarms, possibly while delivering a bolus. Customer's blood glucose was not known. Customer did not recall when the issue occurred, but it was within the past 90 days of this report. He declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.